Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal-yes") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2022, the patient had essure inserted. In 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal-yes") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2022, the patient had essure inserted. In 2022 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-dec-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer (subsequently, medically confirmed) and describes the occurrence of medical device removal ("essure removal"). In a 50 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3 (by vaginal delivery) and multigravida ((B)(6) pregnancies). Concurrent conditions were listed as anemia and uterine fibroids (endorsing heavy menstrual bleeding x3 months, with up to 6 pads per day, with history of resulting anemia. Patient desires definitive management with hysterectomy. Having failed conservative medical management with oral contraceptives pills (B)(6) yr). The only concomitant product mentioned, was oral contraceptive nos for abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: discrepancy noted, in essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy]: on (B)(6) 2012, hysteroscopic bilateral tubal occlusion by essure implants. Complications: none. Normal uterine cavity. Right tube noted, to have one coil trailing after essure placement. Left tube with one coil, also trailing after essure placement [laparoscopy]: on (B)(6) 2022, pre and post-operative diagnosis: 1. Abnormal uterine bleeding; 2. Fibroid uterus. Total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Small cervix, 9w uterus that feels tethered to anterior abdominal wall with no descensus. Upon entry to peritoneal cavity, no injury to intraabdominal organs, glistening bowel. Normal appearing tubes and ovaries bilaterally. Uterus with fibroid at anterior fundus. Adhesions of the uterus to the anterior peritoneum. Normal liver and stomach edges. Patient tolerated procedure well. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023, medical records received, with insertion and removal details. Medical history added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.